Manufacturer narrative:
Device not returned.

Event description:
A ventilator was returned to the third party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the issues.